Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited pacing inhibition with an unknown duration of asystole. The rv lead was capped and abandoned and the pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating during a routine device changeout procedure this patient's pacemaker was interrogated to check lead function. The patient's right ventricular (rv) lead was programmed in unipolar configuration and the physician requested to have the rv lead tested in bipolar configuration. In bipolar, the rv lead had no capture at maximum outputs and the patient experienced asystole for several seconds until pacing was reestablished. The rv lead also exhibited high out of range pacing impedance measurements. A new rv lead was placed. No additional adverse patient effects were reported.